Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. While driving, the patient passed out with no alert from the dexcom cgm. The patient was involved in a multicar accident. After losing consciousness, the cgm was 90 mg/dl while the bg by the patient was 50 mg/dl. The patient was treated with 2 packages of glucose and IV glucose by emergency medical services (ems) at the scene and transported to the emergency department (ed). After treatment, the bg was 112 and 163 mg/dl. There was no information in regards to the reported hypoglycemia. At the time of the report, the patient was okay. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.